Manufacturer narrative:
The customer reported that the AED will not power on and the asi is flashing green. The maintenance schedule is reported as monthly. The customer used an alternate battery and the asi is flashing green. The device is ok to remain in service with the alternate battery. Reviewed proper maintenance. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. If additional information is received, a supplemental MDR shall be filed.

Event description:
The customer reported that the AED will not power on. The customer did not report that this event occurred during patient use.